Manufacturer narrative:
The user was hospitalized. Event happened on (B)(6) 2025. According to the user, they were hospitalized for about two weeks since they had a major surgery since their small intestine torsion.the event was not related to the sensor insertion or removal. The event was not related to diabetes.the user received surgery and liquid IV as treatment at the hospital. The user was prescribed tylenol as medication and the rest of their medication was on the liquid IV, so they don't remember the names.the user's hcp was aware of the event.

Event description:
Senseonics was made aware of an incident where user hospitalized. Event happened on (B)(6) 2025. According to the user, they were hospitalized for about two weeks since they had a major surgery since their small intestine torsion.the event was not related to the sensor insertion or removal. The event was not related to diabetes.the user received surgery and liquid IV as treatment at the hospital. The user was prescribed tylenol as medication and the rest of their medication was on the liquid IV, so they don't remember the names.the user's hcp was aware of the event.